Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unspecified surgery, the bit of t8 screwdriver shaft short broke. No injury came to the patient and no delay was caused in the case. The procedure was completed with a sn back up device, the longer version of this driver. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per case details, all of the broken pieces were retrieved. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the tip is damaged on the t8 driver shaft w/ao qc. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.